Event description:
Elderly male with history of coronary artery disease and peripheral vascular disease. Procedure: arteriogram. 20 gauge IV placed in the right antecubital and unable to access vein, needle removed. When the catheter was removed, a large piece, end, of catheter broke off in the patient's arm. Vascular surgeon took patient to or (operating room) to remove the foreign body. Entire piece of catheter retrieved, without further known harm to patient. Patient was discharged the same day. Manufacturer response for instyle autoguard bc, (brand not provided) (per site reporter). Will obtain.